Manufacturer narrative:
A correlation between the reported gi bleed and the device could not be determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support and no additional events have been reported at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for gi bleeding. Anticoagulation was reduced. The patient will continue to be monitored. No additional information was provided.

Manufacturer narrative:
Approximate age of device is 1 year, 3 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.